Event description:
A non-healthcare professional reported that after intraocular lens (iol) implantation in left eye, the patient experienced extreme glare throughout the day and when driving at night. Subsequently the lens was removed and replaced with a non-company lens of one diopter more power in a secondary procedure. There was no further impact to the patient .

Manufacturer narrative:
The lens was returned on a surgical sponge. Blood and solution was dried on the lens. The lens was cut in multiple pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the extensive optic damage. The file indicated that the multifocal company, 21.5 diopter, add power +2.2/+3.2 lens model was replaced with a 22.5 diopter non-company monofocal lens. Due to the exchange from a multifocal lens to a 1.0 higher diopter monofocal lens may suggest that the replacement lens model may have been an improved choice for the patient's vision needs. The manufacturer internal reference number is:(B)(4).